Event description:
Info received indicated the bed lost ground continuity.

Manufacturer narrative:
Hill-rom technician found the ground pin missing from the power plug. He replaced the plug to resolve the issue.